Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer was given glucagon to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated they went to do a bolus and the pump did not deliver, and when they tried again, it delivered both boluses causing them to go low. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis as the customer just wanted an upgrade.